Event description:
It was reported that syringe was leaking with an unspecified bd 3ml syringe¿. The following information was provided by the initial reporter: the patient stated the syringe leaked and that there was fluid coming out where the needle attaches to the syringe. Patient only received a partial dose.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe was leaking with an unspecified bd 3ml syringe¿. The following information was provided by the initial reporter: the patient stated the syringe leaked and that there was fluid coming out where the needle attaches to the syringe. Patient only received a partial dose.